Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported on (B)(6) 2021, intra-operatively, the patient¿s femur broke. There was no surgical intervention performed to rectify the fracture on the femur. The implant was removed and changed to a different implant. It was noted the patient is elderly with weak bones highly susceptible to fractures. The procedure was successfully completed with a fifteen (15) minute delay. It was noted an additional CT scan was performed due to breakage. This report is for a tfna nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes employee. Part 04.037.052s, lot h767537: released to warehouse: november 02, 2018. Expiration date: october 01, 2028. Manufactured by: monument. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.